Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4856 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported pt accessed with port needle. Line flushed and then aspirated and that¿s when blood started dripping from where the line/ tube is connected to the needle. On (B)(6) 2020: the impairment was at the exact point where the tubing connects to the plastic port needle device.